Event description:
During inspection of catheter during dressing change the red color coded connector broke from the lumen. Treatment stopped, pressure applied to catheter site and catheter clasped with hemostats. Pt stable and to local hosp for catheter lumen replacement.